Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor computer disc image and the software were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not capture fluoroscopic x-rays and the bulb switch, the pedal and the control console would not work until the system was rebooted. No patient injury was reported.